Event description:
The hcp from another country reported explantation of the pt's intrathecal drug delivery pump due to volume inaccuracies after 59 months implant duration. At a scheduled refill, the expected reservoir volume was 2.6 ml. The actual reservoir volume was 16.5 ml. There was no injury and no symptoms were reported. The drug used in the pump is lioresal 2000 ug/ml at a dose of 350 ug/day. The pump was explanted and returned to the MFR for analysis. A replacement pump was implanted and the pt is reportedly "fine now with the new pump".

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is completed.